Event description:
It was reported that, during a device check just after implant, there was noise on the electrograms. At the implant, the doctor placed the pulse generator intermuscular and flushed the tract. Now, there was some noise in the primary and secondary sensing vector. The alternate sensing vector was free of noise. The impedance was 80 ohms at implant but has now increased to 150 ohms during this post-implant check. Next, the implant site was massaged and the low energy impedance dropped to 105 ohms. The implant x-ray confirmed good electrode insertion. The doctor elected to program the therapy off for the weekend to allow any air in the implant to subside. There were no additional adverse patient effects. The system remains implanted.